Event description:
Information was received that a smiths medical tracheostomy had a hole in the cuff. Incident was noted eight hours after a replacement occurred, when the patient began to emit sound through the tracheostomy. As a result, a new cannula was inserted.